Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: g1. H3, h4, h6. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found reamer tip of the device is broken at the very end, remnants were not returned for revision. The observed condition of the device is consistent with a component failure that was caused by exposure to unintended forces like overtightening the device while assemblance; or by assembling the device in a misaligned position. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the stepped ream f/tfna helical blade+scr f/ would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part# 03.037.022. Lot # f-35775. Manufacturing site: werk selzach logistik. Supplier: (B)(4). Release to warehouse date: 14 jun 2022. Expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent orif surgery with a long nail for femoral trochanteric fractures with a large posterior fragment. After inserting the nail, the surgeon inserted a guidewire into the bone head. Because the patient was male, the surgeon performed reaming of the bone head. After reaming, the image intensifier was checked, and 4 metal pieces were visible. The surgeon used a pair of nucleus forceps and removed all 4 metal pieces in about 15 minutes. The surgeon inserted a blade and finished fixation of the central bone fragment. When the extracted 4 metal pieces were examined, they were found to be the cutting edge of the reamer. The surgeon commented that perhaps the reamer broke because he was trying to advance it with a little control. The surgery was completed successfully within 30 minutes' delay. No further information is available.